Event description:
During os posterior vitrectomy with hyaloid stripping and thrombin injection 0.2 with c3f8 gas performed to treat macular hole, system's residual vacuum may have caused aspiration of part of retina. Pt outcome will not be known for up to six weeks.